Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the h1tuv instrument emitted noises and was broken. A h2tuv instrument was used to complete the case. There was no consequence to the patient.